Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 147cm from the distal end of the rotawire. There were no surface damages attributable to peeling coating identified during analysis of the device. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but, was not able to be reinserted due to the kink near the proximal end of the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink near the proximal end of the rotawire.

Event description:
It was reported that the guidewire was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A rotawire drive was selected for use. During the procedure, a resistance was felt to the wire upon withdrawal. The device was eventually removed and completed the procedure. No patient complications were reported.

Event description:
It was reported that the guidewire was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A rotawire drive was selected for use. During the procedure, a resistance was felt to the wire upon withdrawal. The device was eventually removed and completed the procedure. No patient complications were reported.